Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a broken occluder leg and cracked main body of the transfer set. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; the device failed leak and clamp function testing due to a leak through a broken occluder leg. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a minicap transfer set was found to be cracked. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.